Event description:
The company was informed that the pt was reportedly hit at the implant site by the door knob resulting in a hematoma. The pt's hematoma was drained and the pt was prescribed antistaph medication for 2 months. Since the pt had a prior surgery on the skin flap and the surgeons did not want to operate on the flap again, the decision was made to explant the pt's device. The pt's device was explanted.